Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of indeterminate sticky contamination in multiple locations. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of water ingress to the interior of the blower box assembly, mineral deposits. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of sticky contamination in multiple locations, brown discoloration was observed on the humidifier enclosure near the hinge, contamination on the flip lid hinge. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence multiple contamination from the device as well as from the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated/corrected in this report.